Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 9323897. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. No actual sample and picture returned, the defect states of the catheter broken, bent cannot be confirmed. DHR review(lot#9323897): the complaint gauge is 24g,assembly at auto line 2 in dec. 2019,packaging at cfs packing machine in mar. 2020, lot quantity is (B)(4). Reviewed the in process test and outgoing test report for this lot product, all test results met the product specifications, with no abnormality. Reviewed the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities found. Checked incoming inspection records of catheter, no abnormality was observed. (The catheter for production of this batch is panel material, material number: b5171aaal, batch number: 9248029) as no defective sample was returned, 2 retained samples of this lot underwent performance testing on the catheter. First of all,2 retained samples are taken for bending resistance test, and both passed . Then, 45psi leakage test of the retained sample, passed the test. Finally, checked the catheter pull force, no abnormality found, all above the spec. According to the operation steps, the needle core and the catheter into the blood vessel at 15°~30°, withdraw the needle core by 2mm.and then the needle core should be slowly lowered to 5°~10 ° to send the catheter into the blood vessel, so as to ensure that the catheter does not touch the vessel wall, which will lead to needle stick injury of the catheter. No abnormality found on process, as no defective sample returned and the use status of nurse is unknown. The root cause of the catheter being broken and bent cannot be confirmed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced the catheter breaking from the hub, and catheter kinking during infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was given intravenous infusion of chemotherapy drugs as instructed by the doctor. The indwelling needle was placed intravenously. When taking out the indwelling needle, it was found that the catheter tube of the indwelling needle was broken and bent, and there was a residual risk of hose defect. After immediately checking there was no missing part.